Event description:
It was reported the device does not detect that pacer, no telemetry. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head failed to interrogate device. The rf head cable found out of electrical specification. (B)(4).